Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6mm vticm5_12.6, -9.5/+1.5/007 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2021. The surgeon reports the lens was implanted upside down. Intraoperatively the lens was removed. On (B)(6) 2021 an alternate lens was implanted and the problem was resolved. No patient injury occurred. The cause of the event is reported as other: the lens got suck between the plunger and cartridge wall, the lens was damaged during removal.